Manufacturer narrative:
Device component code relates to device problem code for the reported event of cautery pin detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to the second of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2018-00996 for the other associated device information. It was reported to boston scientific corporation that two sensation medium oval snares were prepared for use during a polypectomy procedure. According to the complainant, during preparation, the cautery pin was detached. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found no anomalies and the cautery pin was noted to be in good condition. Dimensional analysis revealed that the device passed the gauge test. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2018-00996 for the other associated device information. It was reported to boston scientific corporation that two sensation medium oval snares were prepared for use during a polypectomy procedure. According to the complainant, during preparation, the cautery pin was detached. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.